Event description:
Caller reports that the results in the display of the meter were fading and was unable to read the meter. The caller reported having to take her son to the hospital. Customer was experiencing symptoms of hyperglycemia - vomiting, and was diagnosed with dka at the hospital. Customer was treated with an i.v. And insulin